Event description:
The surgeon found the plate was broken in 2006. The broken part was retrieved from the patient and was kept in hospital.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.